Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/19/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 and h4.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/19/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 additional information was requested, the following was obtained: as indicated to the event description : "it is not an issue about lot because on several boxes the issue is disparate but is too recurrent." Two another complaint already opened : (B)(4) and (B)(4). So the extra product received are related to the same recurrent issue reported in the complaint(B)(4). H3 investigational summary: the product was returned to ethicon for evaluation. One open box with eighteen unopened samples that pertained to product code mcp2131 was returned. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The sutures were tested to verify the dispensability of the sutures and were successfully dispensed without any issues. In addition, the functional test was performed using an instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if the extra lot/product: is for this complaint and an impacted product should be added? Or does this belong to another complaint? Or was an error and should be discarded? A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date in 2024 and suture was used. Several times the thread broke. The thread grips in the packaging, and it breaks the thread or at least weakens it strongly. This has been an issue on several boxes. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? There were no patient consequences but the surgeon had to take some sutures over. Please provide the lot number: tgmcmr attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that several times the thread breaks since we passed on antibacterial. What is the total number of broken sutures involved in the surgery reported by the pharmacist? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via: 2210968-2024-04806.